Manufacturer narrative:
Device evaluation; the fish tape was returned with what appears to be inner liner wrapped around the fish tape''s tip. The device was cut opened and found inner delamination around 2.5 inches from the distal tip. Most likely the fish tape caught the delamination during insertion.

Manufacturer narrative:
(B)(4).

Event description:
During the preparation of the spectranetics glidelight catheter, it was noted that the lumen wasn¿t patent as it was difficult to flush. During flushing a small ¿rubber drop¿ came out of the devices inner lumen. The catheter was exchanged for another one and the procedure was completed without difficulty. Patient was discharged per the operative plan.